Event description:
It was reported that after blood collection with the bd vacutainer® sst¿ blood collection tubes, it was found that the wall of the blood collection tube was bent. An unused bent tube in the same package was also found during inspection before use. The sample needed to be recollected. No further patient impact was reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for bowed molding was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of bowed molding was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bowed molding based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.